Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device experienced a dark screen issue. The unit would not power on despite being unplugged and rebooted. The main screen remained off while the tower lights were illuminated. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system screen was dark. A field service engineer checked all drawers to see if any would take the machine down, found that the drawer 2.2 caused the machine to turn off, replaced the drawer board on 2.2 to resolve the issue, then had the customer test the drawer from each cabinet and verify that everything worked. The system functioned as intended after the field service engineer repaired the device.